Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to component failure, short circuit. A review of the DHR did not show and problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not boot up. As per follow up information received 11dec2023. The device returned to a bd-approved facility for evaluation. The issue resolved change of chiller.